Event description:
It was reported that the customer had unexplained high blood glucose, and was hospitalized due to high blood glucose and dka. The glucose reading at the time of hospitalization was 400 mg/dl. Check the insulin pump's programming and found that the customer had not bolused for several days prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.